Event description:
Patient's medical records were reviewed. The patient was revised to address an infection and loosening at the bone to cement interface.

Manufacturer narrative:
Update march 26, 2015: x-rays were received by the legal group and forwarded to r&d for review. Review of the supplied patient x-rays confirms the head is loose from the stem. The investigation could not verify or identify any product contribution to the reported event with the provided x-rays. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated with the reported event was not returned. Review of the device history records did not reveal any anomalies. Review of the supplied medical records confirmed patient infection and device loosening. The investigation could not draw any conclusions about the root cause of the patient infection and device loosening. It is not known to what extent the patient¿s hypertension, obesity, diabetes and non-compliance contributed to the reported events. The deviation in the surgical technique could have resulted in the taper assembly not being adequately engaged to the stem. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.